Manufacturer narrative:
Product analysis product ID# 37601: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) manufacturing representative. Further troubleshooting is planned for (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced shocking sensations during reprogramming of the device. The patient's amplitude was set to 0v before changing the electrode configuration on the ins. As the ins is updated the patient feels a shocking sensation through their body, not coming from the ins or connector site. The patient's therapy is successful and they do not have any issues during normal use of the device. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. It was reported that there was no elevated impedance found on the contacts used in programming. The patient's ins was at the elective replacement indicator (eri), so it was explanted and replaced. The ins was interrogated and no anomalies were found. It was unknown when the event began occurring. It was stated that the cause of the shocking sensations was not determined but they are probably paresthesia.